Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. The patient had been ill for a few days before (B)(6) 2025, when he experienced nausea and vomiting. On (B)(6) 2025, the cgm readings were around 90 mg/dl, and the bg reading was 600 mg/dl. He attempted to calibrate the device, but the readings did not align. His wife took him to the hospital, where the medical staff removed his pump and dexcom. There were no cgm and bg meter values provided at the hospital. The patient was treated with insulin IV and several antibiotics. The antibiotics were changed daily. The doctors initially struggled to diagnose his condition and conducted various tests. After consulting with his endocrinologist, they discovered that inaccurate readings were causing incorrect insulin administration. The patient was diagnosed with diabetic ketoacidosis. By the third day, his blood glucose was stabilized, and further tests were conducted on the fourth day. After all results were normal, he was discharged. The patient was hospitalized from (B)(6) (admitted) to (B)(6) (discharged). At the time of the report the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.